Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed rf pic failed self test occurred alarm. The customers blood glucose level was unknown at the time of the incident and current blood glucose value was 118 mg/dl. Customer insisted a pump replace because they did not want to use insulin pump and get the same error again and again. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with rf pic failed self test alarm during self test, problem isolated to radio frequency board.